Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the caller stated that after surgery they did not turn therapy on until (B)(6) because they were very sick. Caller stated that the representative was suppose to call them a day after implant to review turning the device off, but they didn't so the caller figured out how to do so themselves. Caller stated that once the device was turned on, it was helping with symptom control for awhile, but now it is not. Caller stated that they went to check on therapy settings and make the device work again yesterday, but they encountered a "internal device has lost all data" message on the handset. Caller mentioned that they were recently in the hospital due to having colon surgery, unrelated to device/therapy, and does not know if this caused the issues or not. The patient was redirected to the healthcare provider (hcp). No further complications were reported.